Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification.

Event description:
According to the reporter, the bravo capsule failed to attached. There was no harm caused on the patient. There was no repeat bravo procedure and nothing unusual about the patient. An endoscopy was performed and the esophagus was normal during the endoscopy.